Event description:
Boston scientific received information that this pacemaker device had estimated time to explant of 4.5 years. The device had lost one year of longevity. An analysis was submitted for battery depletion. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was depleting prematurely. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Representatives from our post market quality assurance, manufacturing and design engineering groups have identified the root cause of the open/resistive condition; this has occurred as a result of a demarcation on the mics module as a result of temperature exposure. As part of the supplier-owned corrective action, the supplier of the mics module has incorporated an additional cleaning step within the manufacturing process to improve the reliability of this component.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had estimated time to explant of 4.5 years. The device had lost one year of longevity. An analysis was submitted for battery depletion. This device remains in service. No adverse patient effects were reported.